Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and was informed that the replacement pump would have updated software. Technical support also provided instructions on returning the faulty pump and acknowledged that the customer understood these steps.